Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the no delivery alarm occurred during a bolus attempt and was resolved with a complete set change.